Manufacturer narrative:
(B)(4). G2: foreign - event occurred in south africa. The customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that while tightening a screw, the tip of the screwdriver broke. The case was completed with the additional driver tip from the set with no surgery delay. All debris removed was removed from the patient. No report of injury. No further information has been provided.